Manufacturer narrative:
(Serial # and lot #) were not available. Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On may 11, 2007, the lay user/patient contacted lifescan (another country) alleging that her one touch ultra meter was reading inaccurately high compared to her feelings. The patient described two incidents that occurred in two months earlier and the following month. On event day, the patient got a meter reading of "hi", which indicated that her blood glucose levels were over 600 mg/dl. She was feeling "relatively normal" at the time of the test and indicated that she did not feel "high" at the time of the test. After the test, she took her usual 4 units of novolin toronto insulin because she did not trust her meter result. She claimed that in a few minutes, she felt that she was "low" and her blood glucose was " aprox 2.1 mmol/l" on her meter." She administered self-treatment by eating "sweets" and maple syrup and indicated that her symptoms were relieved during the night. She claims she tested at 6-hour intervals overnight to make sure she would not go into a coma but could not recall these meter readings. The patient denied seeking/receiving any other medical attention other than administering self-treatment. She indicated that the following month incident followed a similar pattern to the previous incident. At 8pm sometime one month later, the patient obtained a "hi" meter reading, which she felt was not consistent with her own feelings of an impending "low" (slight trembling and growing symptoms of tiredness). She immediately retested and got "2.1 mmol/l". Based on the second result and her feelings, the patient withheld her "toronto" insulin, ingested 4 cookies (twice her normal 2 cookie snack), and felt better shortly afterwards. She tested again about 2 hours later and got "8.0 mmol/l" meter just before going to bed. Based on the incident on the event day and the following month incidents, she threw out her meter due to the lack of the trust in her meter readings. The patient stated that she never has strips opened longer than a month, but was unable to confirm if the reported test strips were expired. She no longer has the meter and the reported test strips, so no troubleshooting was performed on the phone. She was also unable to report if the meter was correctly set to "mmol/l" at the time of the test and if the correct testing/cleaning techniques were used. This complaint is being reported due to the following conclusion: in the month of event, the patient alleged she took insulin after obtaining a "hi" meter result and became hypoglycemic. The meter was replaced.